Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead the patient presented with funny feeling that was indicated as diaphragmatic stimulation. The rv lead remained in use and no patient complications occurred. Approximately one month later, the rv lead exhibited high impedance and physician indicated concern of perforation. However continuous echogram showed no fluid accumulation, but the decision to remove the rv lead was made. Three days later, during the rv lead revision procedure, the lead was inserted into the implantable pulse generator (ipg), and the device set screw flipped 90 degrees. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.